Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a lap nephrectomy procedure. When starting the firing sequence, the reload only partially fired. The did a subsequent firing on the renal artery and it appeared to partially fire again. They put another stapler underneath it and did an additional firing to ensure they were all the way across. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. The instrument was received engaged with the reload. The reload was unloaded from the instrument without difficulty. Visual examination of the reload noted that it was partially fired. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional testing, the reload was loaded into the subject instrument. The interlock was overridden and the instrument and reload were applied to test media, and found to function properly. All remaining staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the instrument device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.